Event description:
Device diagnostic testing was performed at office visit that resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as likely cause of high lead impedance test result. The pt reported feeling stimulation intermittently six months prior to the high lead impedance result. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays by MFR did not reveal any obvious discontinuities in the vns therapy system. Lead break is suspected, revision surgery is likely. No serious injury was reported in conjunction with the high impedance condition.